Event description:
It was reported, during an arthroscopy, the arthropierce broke. All broken parts were removed from the patient using arthroscopic forceps. Surgery was completed without delay, using a cleverhook from depuy mitek (competitor's device). No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided images showed the device with its identification numbers and the top part where it showed that the tip of the device is broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).